Event description:
It was reported that a filter leg was separated from the filter. This was an indicidental finding and the patient was asymptomatic. The doctor successfully removed the leg, and 14 days later removed the filter.